Event description:
The distal end of the instrument shaft broke. No fragments or components were reported to have fallen in the pt. The procedure was completed with another bipolar forceps instrument. No pt harm or pt injury was reported.